Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30366491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00385. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) is one of two coils that could not be advanced nor retracted by the physician during the procedure. The physician removed the coil and the concomitant microcatheter (unknown brand) at the same time. After inspection, the coil appeared to be in stretched condition. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 10/12/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) is one of two coils that could not be advanced nor retracted by the physician during the procedure. The physician removed the coil and the concomitant microcatheter (unknown brand) at the same time. After inspection, the coil appeared to be in stretched condition. There was no report of any patient adverse event or complication. Multiple attempts were made to obtain additional information related to the procedure and the reported device malfunction were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was fond at 41cm from the hub. This is within specification. The device positioning unit (dpu) was kinked at 55cm from the proximal end. No other damage or anomaly was observed. Microscopic inspection was performed. The embolic coil was observed to have been mechanically ripped off; the remaining remnant is in stretched condition. The condition of the device precluded functional evaluation. A review of manufacturing documentation associated with this lot (30366491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 6.00cm galaxy g3 mini coil could not be advanced nor retracted during the procedure. The coil was removed with the concomitant microcatheter at the same time and after inspection, the coil appeared in stretched condition. The issue related to advancement or retraction of the coil could not be confirmed through functional evaluation due to the condition of the returned device. The stretched condition reported in the complaint was confirmed; the embolic coil was mechanically ripped off and the remaining portion is stretched. The kinked dpu is likely a result of force applied during handling. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. Attempts to obtain additional information on the reported issue encountered was unsuccessfully. The exact cause of the observed condition of the returned device / coil could not be conclusively determined. The complaint documented that during the procedure, the coil could not be advanced nor retracted, it is possible that force may have been applied during the attempt to advance / retract the coil. Force may also have caused the coil to become mechanically ripped off as observed on the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil mechanically ripped off and stretched as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00384 and 3008114965-2020-00385. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.